Event description:
A (B)(6) year-old, female patient was implanted with this 19 mm sjm biocor supra valve on (B)(6) 2013. In (B)(6) 2015, the patient complained of shortness of breath and fatigue due to suspected aortic stenosis. The patient was referred for aortic valve replacement. The 19 mm biocor valve was explanted and replaced with a 19 mm sjm trifecta valve.

Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 3 contained a tear and there was a thin layer of fibrin on all cusps. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin and tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A (B)(6), female patient was implanted with this 19 mm sjm biocor supra valve on (B)(6) 2013. In (B)(6) 2015, the patient complained of shortness of breath and fatigue due to suspected aortic stenosis. The patient was referred for aortic valve replacement. Intra-operatively there was a modest amount of hypertrophic scar tissue in the subannular space. The cusps were thin and pliable. There was no debris on the cusp surfaces of the valve. The 19 mm biocor valve was explanted and replaced with a 19 mm sjm trifecta valve. An aortic root enlargement was also performed. There were no complications.

Manufacturer narrative:
(B)(4).